Manufacturer narrative:
Because it was determined the most likely root cause for the noise in these events is a slightly (less than 1/4 turn) loosened set screw combined with relative motion between header and electrode due to normal patient movements, boston scientific implemented a new torque wrench with reduced counter-clockwise slip force to mitigate the likelihood that a set screw could be inadvertently loosened.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. This occurred less than one month post implant. Technical services suspects the noise is from bubbles via the seal plug. Technical services advised some programming options. There were no adverse patient effects. The malfunction is not likely to cause or contribute to a serious injury. The system remains implanted. This event is in tr16002 emblem secondary and alternate vector artifacts.